Manufacturer narrative:
(B)(4). A partial lead measuring 53.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the rv lead was extracted and replaced due to fracture. It was noted that the fracture was discovered after high lead impedance measurements and loss of capture were observed. Patient was asymptomatic and did not experience any adverse events during or after the procedure.